Event description:
It was reported that: the therapist was performing noon checkout and noted that while ventilating the patient in assist control mode, the display screen flashed, then went blank and the device shut down. The device came back on and ran through its self test, but in approximately 1 to 2 minutes, the same occurrence was noted. The patient was manually ventilated with an alternate device until being transferred to another ventilator.